Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to bronchitis and low blood glucose of 42mg/dl. It was stated that the customer was experiencing unexplained low glucose for three weeks. Troubleshooting was performed. The customer's most recent glucose reading was 80 mg/dl, and she has treated with food. The programming, time, and date were correct. Advised the caller to contact her doctor regarding her low glucose level, monitor the insulin pump, and call back if the issues persist. No further info was provided.